Event description:
Catheter lab staff attended to a person diagnosed with a ventricular tachycardia. Reportedly when an attempt was made to use the electrodes the operator was not able to open the electrode package. With repeated effort the operator was able to open the package and the electrodes were used to deliver defrillator energy to the patient.